Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the product complaint history found that the reported issue was related to misalignment of the screw threads during frame attachment. Arms and reference frames may be positioned at a variety of locations relative to the user and care must be taken to ensure that the screw is aligned with the hole on the frame mount prior to tightening. This similar issue is related to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested for radiolucent long screw arm. No parts have been received by manufacturer for analysis. 02/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial tumor resection, the stealthair screw #4 was stripped and would require replacement. The site had a second stealthair set that was brought in to allow the surgeon to continue the procedure. Delay in therapy was 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.